Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported insufflation unit experienced front panel display disappeared. The issue occurred during preparation for use in a therapeutic laparascopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the front panel could not be lit due to faulty printed circuit board. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.